Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and the battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment and the battery cap had stripped threads and the cap was not able to be tightened to battery compartment. During testing, power loss was observed due to the battery cap detaching and damaged battery compartment threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.